Event description:
On friday, (B)(6) 2010, it was notified by the distributor that 6 bags of lot # h08d09047 presented a crack after the freezing process.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Additional information was received through follow up with the health care provider (via fax). A copy of the operative report was requested, but not provided. A device history record review is currently in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 5.9 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral regurgitation.